Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. User confirmed pump display turned on when plugged into a power source. The pump was used for demonstration purposes only and was not used for insulin therapy. There was no patient involvement.